Event description:
Boston scientific received information that this implantable defibrillation lead exhibited shock impedance measurements less than 20 ohms. No other anomalies were observed. The patient was admitted to the hospital due to experiencing dizziness. An invasive procedure was later performed. This lead was surgically abandoned and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.